Event description:
It was reported that the patient underwent a procedure in which saline was added to the inflatable penile prosthesis (ipp) reservoir due to the cylinder strength being weak. There were no components explanted. No patient complications were reported.